Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 85 90-1, lot# n499416, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, which was 6 weeks post op, the patient came in for a pump refill. The managing physician began the refill procedure and noted an area of small white soft necrotic tissue along the pump incision line. Upon attempting the refill, this area lined up very closely with area that needed to be passed through to access the refill port. He passed the refill needle through the skin just to the side of the affected skin lesion. When he pierced the skin, serous drainage occurred and the skin opened up. The physician noted a track from the small skin hole to the surface of pump. He opted not to fill the pump and notified the surgeon who wanted patient sent to ER (emergency room). The surgeon closed the small open area and put the patient on antibiotics for seven days. On (B)(6) 2015, the managing physician dropped the patient¿s gablofen dose to 300 mcg/day and added oral baclofen to try and prolong the refill interval so that the skin did not have to be pierced before the antibiotic was completed. The patient spiked a temp on (B)(6) 2015 of 102.3 f. Her wbc (white blood cell count) was 12.4. The patient was sent to the ER. The surgeon was to do an open irrigation of the pump surgical site in or (operating room) (B)(6) 2015 and also do an intra op refill of 2000 mcg/ml gablofen. The patient was hospitalized. It was later reported that the incision was drained and irrigated in the or and the pump was refilled through the open incision. The patient was receiving therapy. The patient was put on vancomycin. The patient was readmitted to acute care again on approximately (B)(6) 2015 with fevers again. Infectious disease was seeing patient. The pump remained implanted. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).